Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent knee arthroplasty. Subsequently, the patient is being considered for an articular surface exchange due to loosening of implant.

Manufacturer narrative:
The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history review based on the provided information. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to femoral loosening.